Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal rca exhibiting 99% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device was unable to cross the severely calcified lesion and upon removal stent struts were observed to be frayed at the proximal portion of the stent. The lesion was then further prepped with a cutting balloon and another resolute onyx was then successfully deployed. No patient injury reported.

Manufacturer narrative:
Evaluation summary: device returned attached to a 3-way connector. The stent was positioned on the balloon between the marker bands, but due to deformation at the proximal end of the stent it was not meeting specifications. Deformation was evident to the 30th distal stent wrap with struts raised. Deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.